Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient experienced hyperglycemia of 500 mg/dl due to the infusion sets, and this resulted in a hospitalization. Patient changed the infusion set at night and woke at 7 a.m. The next day with blood glucose of 300 mg/dl. He ate breakfast and delivered a correction bolus. Patient went to school, and his blood glucose was 500 mg/dl when he arrived. He was dizzy and vomited. Patient was admitted to the hospital for 2 days and had difficulty decreasing blood glucose below 350 mg/dl. Patient continued to experience difficulties with elevated blood glucose following discharge. Infusion sets were requested for evaluation. No additional information was provided.